Manufacturer narrative:
Result of investigation: the reported issue remains unclear and root cause is not determinable after several attempts of reaching out from the customer did not provide further details or feedback.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files has been reviewed by technical support and provided troubleshooting instructions to the customer. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed blower failure. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.